Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2011 at 8:00 p.m., pt's blood glucose level was 120 mg/dl. She visited a friend, ate 4 be, and bolused through the infusion device. At 10:30-11:00 p.m., blood glucose was 517 mg/dl. Pt felt sick, threw up, and had pain in her bones, and her friend called the ambulance. The infusion needle was removed from her skin, and no insulin flowed out of the needle. No e4 occlusion errors were received on the infusion device. The pt "closed" the infusion tubing and delivered a bolus, and the infusion device displayed an e4 occlusion error. Pt was treated in the intensive care unit from (B)(6) 2011 and in the regular care unit from (B)(6) 2011. Blood glucose has returned to normal range of 80-130 mg/dl. Pt did not lose consciousness. Infusion device was replaced and requested for eval. No add'l info was provided.